Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with air bubbles in reservoir. The customer states they did not have reservoirs to return and troubleshoot. The customer was advised that replacement would be sent. No further information provided.